Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ee, serial/lot #: (B)(6), ubd: 29-aug-2026, UDI#: (B)(4); product ID: etlw1628c93ee, serial/lot #: (B)(6), ubd: 21-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the advance study, follow-up imaging conducted one month after the procedure identified an undetermined endoleak was observed. It is unknown which device is involved (stent graft etbf2816c166ee endur ii bif, stent graft etlw1624c124ee endur ii limb, and stent graft etlw1628c93ee endur ii limb). The sponsor assessed the endoleak as related to both the procedure and the device. No patient complications have been reported as a result of this event.